Manufacturer narrative:
The leads were returned to saluda. A root cause for the infection could not be definitive determined. The patient's history of kidney stones and uti's may have been a contributing factor. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalisation with intravenous antibiotic therapy" and "abnormal sensations or pain." The manufacturing records were reviewed and the product met all requirements for release.

Event description:
It was further reported that the patient has been discharged from the hospital..

Manufacturer narrative:
Two (2) leads were used in the trial procedure. Below is the 2nd lead information: product description: evoke cap12 trial percutaneous lead kit - 60cm. Model #: 102880, catalog#: 3016, serial/lot #: (B)(6), UDI: (B)(4). Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Following the evoke spinal cord stimulation (scs) system trial, the patient's caregiver reported the patient was experiencing pain. During evaluation in the emergency department, infection was identified and antibiotics were prescribed. Diagnostics & ultrasound scan identified a kidney stone obstructing the kidney, which may have contributed to the infection. Patient is currently in the intensive care unit (ICU).